Manufacturer narrative:
Physician name: (B) (6) (second physician's name). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
Same case as manufacturer report #: 2134265-2010-03359. It was reported that after a peripheral stent placement procedure, the patient expired. The 90% stenosed lesion was located in the non-calcified and moderately tortuous right carotid artery (rca). It was noted that the patient was symptomatic due to this stenosis. Vascular access was obtained via the right femoral artery and a 6fr sheath was placed. The filterwire ez embolic protection system and another manufacturer¿s guide wire were both advanced across the lesion. Next, the physician prediated the lesion with a 4mm x 30mm sterling balloon catheter. The 10mm x 24mm carotid wallstent (cws) monorail endoprothesis was advanced and deployed in the lesion. The physician post-dilated using a 5.0mm x 20mm sterling balloon catheter. Next, as the physician was withdrawing the filterwire into the retrieval sheath, resistance was encountered at the proximal edge of the cws. The physician "twisted the patient's neck" and "applied direct pressure" using his hand. The cws remained apposed to the vessel wall. It was noted that the procedure was "completed successfully". The procedure was completed with this device and no patient complications were noted. The patient was discharged from the hospital on june 17 and was prescribed aspirin and plavix. Later that day, the patient's family found the patient collapsed on the floor and the patient was taken to the hospital. The physician noted that the patient could not open his eyes due to pain stimulation. The patient could not talk and did not respond to the request to bend both legs. It was also noted that the patient lost "light reflex". A CT scan of the patient's head found bleeding from the hypothalamus to the midbrain and at the center of anterior left thalamus. The patient died on june 23. The physician noted that this event was not related to the device.